Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the failure of the camera cable due to the excessive stress being applied by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. However there was possibility that this phenomenon was attributed to the failure of the camera cable due to the applied excessive external force by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. The user changed to another similar device and completed the procedure. The user also reported that it seemed to occur no image due to the camera cable failure of the subject device. It was not provided other detailed information. There was no patient injury associated with this report.